Event description:
It was reported that during spinous process longitudinal splitting in laminoplasty, the tip was found to be missing. Missing tip confirmation was attempted by x-ray and visual inspection, however, it could not be confirmed and the wound was closed as is. This led to a procedural extension of 15 minutes and the procedure was completed using a spare product. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation could not be performed because the device was discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.